Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl; cause was unknown. Customer consumed juice and carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.